Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the funeral home with no additional information. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the system. The cause of death was obtained by the funeral home. The cause of death is cardiac dysrhythmia with cardiac rhythm disturbance as a condition leading to the cause of death. Addition information regarding the device system and circumstances surrounding the death were requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.